Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of (B)(4) (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: france. During use of the ligation clips with applier in a laparoscopic cholecystectomy procedure, the cartridge detached from the device and fell into the patient during the application of the 4th clip. The device was located in the peritonuem. Additional information has been requested. Components in use listed as concomitant devices are: pl536r / shaft compl.d:10mm l:370mm. Pl520r / challenger ti-p handle. Pl579t / ger ti-p ml-ligat.clips 12 cartr.

Manufacturer narrative:
Investigation: the investigation was carried out by the quality assurance department. Handles: initial weight end weight loss of weight number of activations #1 n/a n/a n/a n/a broken #2 216,108 216,106 0,002 31 ok handle #1 is broken, a functional test could not be carried out. Handle #2 is according to the specifications. Shafts: #1 target actual *03* 67,80 -0,1 mm 6,77 mm ok *04* 3,85 +0,2 mm 3,90 mm faulty * *05* 7,00 -0,1-0,3 mm 6,75 mm ok *06* 6,60 +0,1 mm 6,60 mm ok #2 target actual *03* 67,80 -0,1 mm 67,75 mm ok *04* 3,85 +0,2 mm 3,99 mm ok *05* 7,00 -0,1-0,3 mm 6,97 mm ok *06* 6,60 +0,1 mm 6,60 mm ok shaft #1: * the mechanic is damaged, a tilting of the mechanic is possible. Shaft #2: the welding seam of the right jaw part is broken off. Batch history review: the products does not require batch management; a review of the device quality and manufacturing history records is not possible. Conclusion and root cause: based on the information available as well as a result of our investigation the root cause of the failure is most probably a manufacturing error. Rational: the welding seam is made by hand but no other similar complaint is noted in sap. Thus we exclude a systematical error. It may not be excluded that the broken welding seam caused the detaching of the magazine. The error of the broken handle is most likely caused by reprocessing without removing the gas-cylinder out of the handle. Thus the gas-cylinder exploded caused by the increase of the temperature. Corrective action: according to sop sa-de13-m-4-2-01-010 a CAPA is not necessary.